Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to loose/flush motor support disk. The insulin pump was received with a cracked case at lcd window corners and battery tube threads. The insulin pump was received with a scratched lcd window.

Event description:
The customer reported that the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. The blood glucose reading was 67mg/dl. No further information was provided.